Manufacturer narrative:
(B)(4). Section d4: UDI details are not available based on the time of manufacturing. Section g4: the rd900azu neopuff infant t-piece resuscitator is not sold in the united states of america (USA) but instead a similar product, rd900afu neopuff infant t-piece resuscitator is sold in the USA. Therefore, the 510(k) number for rd900afu has been used under the section g4. Method: the complaint rd900azu neopuff infant t-piece resuscitator was returned to our fisher & paykel healthcare (f&p) service center in china where it was visually inspected by a trained f&p service technician. Our investigation is thus based on the information provided by the f&p service technician, the information provided by the healthcare facility and our knowledge of the product. Result: customer has reported that while transporting the patient to a superior healthcare facility, neopuff infant t-piece resuscitator fell off an infant incubator resulting in the reported failure. Visual inspection of the returned device revealed that the gas outlet port was broken. Conclusion: the gas outlet port was broken due to a mechanical force induced by the sudden fall. The most likely cause of the reported failure is attributed to the device handling. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production.

Event description:
A healthcare facility in china has reported via nmpa reporting system that while transporting the patient to a superior healthcare facility, the rd900azu neopuff infant t-piece resuscitator fell off an infant incubator and the resuscitator's gas outlet port was broken. There were no reported patient consequences.